Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy procedure, while making the pouch, the staple line was incomplete at proximal. A new 2 reloads was opened to complete the case. There was no patient injury.